Event description:
Infusion pump with a failure code 810:11. Although info was requested by baxter, no info was available regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, medical intervention and pt injury.